Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by customer that the cath burst where the cath splits to the singular line leaking. Patient is undergoing ethanol lock therapy pushes .4 ml towards the end in combination with heparin at the facility customer said the facility had not reported the incidents. No other information was provided.